Manufacturer narrative:
(B)(4). The device product (catalog#) is not sold in the us. Similar product sold in the us.

Event description:
It was reported that on insertion of cvc set the doctor experienced leakage between introducer needle hub and arrow raulerson syringe due to potential cracked needle hub.

Manufacturer narrative:
(B)(4). The customer returned one opened kit with various components including an ars syringe and introducer needle. Pink liquid was found in the tray and on the introducer needle. Visual examination of the ars syringe and introducer needle did not reveal any defects or anomalies. The introducer needle was first functionally tested by aspiration. The introducer needle was attached to the returned ars syringe. When water was aspirated, both water and air entered into the syringe. The returned introducer needle was then attached to the returned ars syringe filled with water. When the syringe plunger was depressed, water and pink material exited the distal end of the needle. Once the occlusion was cleared, aspiration and purging of the water was performed as expected. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "do not reuse needles after they have been placed into the disposal cup. Particulate matter may adhere to needle tip." The reported complaint of a needle hub crack could not be confirmed by complaint investigation. Visual examination did not reveal any defects or anomalies. Once an occlusion was cleared from the needle cannula, the introducer needle was able to function properly. Based on the sample received, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that on insertion of cvc set the doctor experienced leakage between introducer needle hub and arrow raulerson syringe due to potential cracked needle hub.